Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 504-587 mg/dl. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.